Manufacturer narrative:
All buttons function properly on the device, however, moisture damage was found on keypad traces. There was no button error alarm noted during testing and no ramping numbers on their own or scrolling bar moving anomaly noted. The insulin pump was received with a minor scratched display window, cracked case at display window corners, a cracked reservoir tube lip, a cracked reservoir tube window through the reservoir tube, and broken battery tube threads. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on (B)(6) 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer reported via phone call that the insulin pump had a button error alarm. The blood glucose at the time of the incident was 231 mg/dl. Troubleshooting was not performed. The device was returned for analysis.